Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to appendicitis. The peritonitis was manifested by fever and diarrhea. On an unreported date, the patient was hospitalized for the event of peritonitis. Treatment for the events was unknown. On an unreported date, dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.